Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of perforation is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation determined that the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy resulting in the reported difficult to advance and subsequent perforation of the vessel. The perforation was successfully treated with another device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified distal obtuse marginal artery. The 3.0x28mm xience skypoint was implanted; however, resistance was felt with the anatomy and a perforation was noted at the distal end of the stent implant. A 2.8x19mm graftmaster was advanced with no issue and implanted, successfully sealing the perforation. There was no adverse patient sequela and no clinically significant delay. No additional information was provide.